Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was inflated twice for less than 30 seconds. On the second inflation at 20 atmospheres, the balloon ruptured. The device was removed without any problem and replaced for a different device to complete the procedure. No complications reported, and patient status was good.